Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the m540 disconnected from the cockpit during a bilateral knee surgery. The customer confirmed that there was no patient injury, and no interruption to patient monitoring. The customer replaced the m540 with another m540. There was no injury or death reported.

Manufacturer narrative:
The customer reported that the m540 disconnected from the cockpit during a bilateral knee surgery. The customer confirmed that there was no patient injury, and no interruption to patient monitoring. The customer replaced the m540 with another m540. Attempts to reproduce the disconnect issue at draeger have been unsuccessful in a simulated clinical test setup. Hardware testing was performed including a radio frequency (rf) immunity test on a customer returned system with focus on radio frequency identification (rfid) frequencies and applications. This was performed, since it was observed that systems with a capsule rf card reader nearby had disconnected. This testing was performed at a certified test lab. The disconnect issue could not be reproduced. Additionally, a comparative study of the m540 i2c bus timing was made on a known functioning m540 unit as compared to an m540 unit which was returned from the field with a report of a cockpit disconnect. No anomalies were identified. Based on draeger's investigation, the following causes of the m540 disconnects were excluded: iacs/m540 hardware defects, no returned device malfunctions were identified, use of non-medical grade power cords, iacs/m540s being plugged in through the apollo anesthesia power strip instead directly to the ac wall outlet. This was assessed to isolate the iacs power source and exclude any power quality/degradation factors from obtaining power through the apollo workstation's power strip or impacts from other devices connected to the strip. (E.g., ac wall outlet to apollo workstation power supply to iacs power supply to m500 docking station and cockpit). Other excluded causes included, compatibility of the m500 firmware in the iacs systems (vg4.2 compatible with firmware versions 4.0 or 4.4), emi (electromagnetic interference) from sources in environment, potential electrical interference from the site power line coming in, and site patient profiles that were in use during disconnections were tested during attempts to recreate the issue at draeger. Review of the infinity acute care system (iacs) device logs identified a signature entry (i2c [inter-integrated circuit] master communication error) following the timing between the m540 and cockpit not being aligned correctly. When this communication error occurs, the cockpit attempts to correct the issue and in the cases it cannot, as a result, the cockpit closes all communications to the m540. When this occurs, a ¿disconnected from m540¿ message appears in the center of the cockpit display (no parameters or waveforms are displayed), and the m540 maintains monitoring capability as intended as a stand-alone patient monitor. Notably, discharging the patient from the m540 resolves the issue, re-establishes connection and the patient can be reassigned to the monitor. After extensive investigation where no device malfunctions were identified and the above external factors were excluded, specific root cause cannot be definitively established beyond the potential for an environmental anomaly localized to these operating rooms/sites. Though the specific root cause cannot be determined, based on this investigation, draeger has identified an opportunity to develop software code changes that are intended to prevent the cockpit from disconnecting due to timing alignment issues, regardless of the cause, for a future software release.

Event description:
The customer reported that the m540 disconnected from the cockpit during a bilateral knee surgery. The customer confirmed that there was no patient injury, and no interruption to patient monitoring. The customer replaced the m540 with another m540. There was no injury or death reported.